Event description:
It was reported that, after total knee arthroplasty was performed on an unknown date, the patient experienced instability. This adverse event was treated with revision surgery on (B)(6) 2022, in which the journey articular insert bcs standard 5-6 right 9mm was replaced. This device was the only one that was explanted. Upon inspection, the post was found to be broken. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown and the patient impact beyond the reported revision cannot be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, the final inspection includes the verification of part configuration per print and for material specification, there is a control for the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device, surgical technique, postoperative care or overuse. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3.